Manufacturer narrative:
Date of report : 31may2019, date rec¿d by MFR : 28may2019. Customer asked a third party company to repair the device and the device was repaired and now back in service. The customer declined to provide specific maintenance details. No parts will not be returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24jan2019. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator had a battery failure. The ventilator was not on patient use at the time of the event. The event date was not specified; estimate used.